Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the balloon broke during the radical prostatectomy procedure. The initial visual inspection of the instruments by the pmv investigator noted that balloons appeared intact. Functionally, a leak was observed between the housing and cannula during inflation of each opened balloon. Visual and function testing of the opened samples confirmed the observations made by the pmv investigator. Further inspection of the leak source noted insufficient adhesive present between the valve adapters and the outer sleeves. Subsequently, a review of the device complaint history did display an increased trend. The root cause of the observed balloon leak was found to be a result of insufficient adhesive applied during the manufacturing process. This issue has been brought to the attention of the appropriate manufacturing personnel and a process improvement has been initiated to prevent this condition from recurring. The file was concluded to be an assembly error. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
Procedure: radical prostatectomy. According to the reporter, the distal balloon burst unexpectedly after 45mins into procedure. A second port was opened and it also burst unexpectedly. The abdominal pressure was always kept at 12bar. No patient information was provided by the hospital. There was no patient injury, no extension of the surgery time by more than 30 minutes or re-operation necessary, no blood loss of more than 500cc, no extension of the incision by more than 1 inch, no change from endoscopic to open surgery, no unanticipated tissue loss or irreversible damage and no portion of the device fell into the patient cavity.